Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In additional in situ measurements show one channel with hi status already before the suspected impact due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user visited the clinic for routine programming and follow-up in (B)(6) 2024, during which affected channels were noticed during in situ testing. The user was re-implanted

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the clinic for routine programming and follow-up in (B)(6) 2024, during which affected channels were noticed during in situ testing. Reimplantation is being considered by the clinic, and imaging has been recommended.